Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support reporting elevated blood glucose levels since the most recent infusion site change and stated that occlusion alerts had been received. The patient had not yet changed the infusion site and was advised to do so; however, the patient was driving at the time and was unable to perform troubleshooting or a supply change and planned to call back once able. The patient later reported that blood glucose levels remained in the low 200 mg/dl range and noted that the infusion site appeared damp. A supply change was recommended. Upon removal of the infusion site, it was discovered that the needle guard had not been removed from the cannula. The patient was using a 23-inch teflon 6 mm inset infusion set. The patient was guided step by step through a full infusion set and cartridge change. This included preparing a new infusion set and cartridge, removing the existing infusion set, rewinding the device, removing and discarding the old cartridge, infusion set, and connector, inserting the new cartridge, securing the new connector, tubing, and infusion set, filling the tubing, applying the new infusion set, and filling the cannula. The patient confirmed that insulin delivery was successfully resumed. At the time of this call, the reported blood glucose level was 265 mg/dl. Follow-up attempts were made to assess blood glucose trends. The patient later reported that blood glucose levels had returned to range and that they were feeling better, with no further assistance required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.